Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse performed a successful autofill using a demo balloon. The safety disk leak test passed. The k6, k6a, k7, k8 leak test passed. All functional tests passed to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during initial use on patient , the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure. The unit was successfully swapped out for a cardiosave iabp. There was no patient harm reported.